Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Ventricular capture management shows high and varying threshold, high and varying output. (B)(4).

Event description:
It was reported that capture management on the implantable pulse generator (ipg) device had been bumping up the outputs regularly. The ventricular capture management (vcm) trends measured high thresholds consistently, but the quick look observed variable measurements that never reached high levels. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.